Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). The tsc instructed the customer to check the reagent probe 2 alignment and run precisions. The customer stated that precision run was not within range. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse did not find an instrument malfunction. The customer was able to calibrate the instrument without error. The cse verified probe alignments and the customer verified that quality controls were within range. The cause of the discordant, falsely low valproic acid result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low valproic acid result was obtained on one patient sample on a dimension exl with lm instrument. The discordant result was reported to the physician(s). The sample was repeated on an alternate instrument, resulting higher. The sample was then repeated from the sample cup in duplicate, on both the same and an alternate instrument, resulting within the expected range. The repeat result from the alternate instrument was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low valproic acid result.